Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that telemetry could not be established between the implantable pulse generator (ipg) and monitor. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.